Event description:
This case was reported on 04-aug-2011 by a physician - local reference (B)(4). This case involves a female, pt, of unk age, who was treated with poly-l-lactic acid (sculptra) (indication, therapy dates, location of injections, batch and expiration date are unk). A physician reports a female, pt, was treated with poly-l-lactic acid and experienced facial paralysis one week after the injections. The pt and her general practitioner assess a causal relationship between the treatment with poly-l-lactic acid and the facial paralysis. The facial paralysis is on the decline. The reporter describes the pt as psychic conspicuous and thinks she forms her own theories. Significant medical history and relevant concomitant medications were not reported. Action taken: unk. Corrective treatment: unk. Outcome: recovering / resolving. A ptc (product technical complaint) has been initiated for this report. (B)(4). Pharmacovigilance comment: sanofi-aventis company comment dated 4-aug-2011: this pt developed facial paralysis one week after injection with poly-l-lactic acid. The report lacks the info on sculptra administration dates, dosages, hydration time, technic, medical history, concomitant drugs, corrective treatment, ptc report and neurology consult for complete assessment. As per the reporter this pt is psychic conspicuous and forms her own theories.